Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol composix kugel (device #2) and bard/davol ventrio (device #3). Not returned.

Event description:
Attorney alleges that on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). It is alleged that on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #2). As alleged, on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #3). It is alleged that on (B)(6) 2017 the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the ventralex (device #1), composix kugel hernia patch (device #2), and the ventrio (device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."